Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The power management parameters graph confirmed the unloaded voltage (unloaded v lith) and loaded voltage (loaded v lith) was within spec range. Pump was received with normal operating currents. No unexpected low battery alarm noted. However, pump failed the displacement test at 0.03260 inches, problem isolated to the motor and pcb 2. Pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got high battery consumption and low battery alert less than 1 week on insulin pump. Customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.